Event description:
It was reported that the subject device cable was in poor contact. The issue occurred during cleaning and disinfection. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device cable was in poor contact. The issue occurred during cleaning and disinfection. There were no reports of patient harm. Additional information was provided by the customer: the procedure was completed with the same set of equipment with no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed a definitive root cause could not be identified. Based on the results of the investigation, it is presumed that the ccd is damaged and the camera cable is not making good contact, so the camera is unable to communicate normally and the image does not appear. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.